Event description:
It was reported that the patient was experiencing phrenic nerve stimulation on the left ventricular lead. The stimulation was intermittent but the patient wanted the lead replaced. The lead was capped and replaced on (B)(6) 2017. There were no adverse consequences to the patient during, or after the procedure.